Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2016 (119 days). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. Product has not been received back for evaluation. With the information currently available, it is not possible to identify the course of the event. Due to the general poor status of health of the patient, it was later decided to take the patient from the system.

Event description:
The manufacturer, berlin heart (B)(4), was informed on 04/18/2016 by the distributor that an incident has occurred with a patient supported in bivad configuration. The distributor in (B)(4) was notified on 04/16/2016 by the hospital in (B)(6) that a patient supported with excor bivad showed unstable haemodynamics. The stationary drive unit ikus was first changed, which did not result in any improvement. The right excor blood pump was then exchanged. During the exchange of the excor blood pump, the patient had a low cardiac output. After the exchange of excor blood pump, haemodynamics were again stable.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The manufacturer, berlin heart (B)(4), was informed that the affected excor blood pump was opened by the clinic and inspected however device was not returned or no further information regarding the inspection finding was provided to the manufacturer. The stationary drivers (ikus) that were used to drive the pump was returned on 06/30/2016 and an error analysis of the log files was performed by the manufacturer. No errors or other abnormalities were detected. Since the excor blood pump subject to this MDR was not returned for analysis, no correlation between the decline in health of the patient and the product can be made.